Event description:
Customer called from the emergency room the hosp. It was stated that the device had an alarm after the batteries were changed and needed to reprogram, rewind, and prime. After they reconnected and finished priming, a bolus was delivered and continued delivering until the reservoir was empty and over infusion of insulin was injected into their body. Bgs went down and customer was on IV. Additionally, stated that the motor appeared to be stripped and it did not grab the reservoir plunger properly. Customer also experienced elevated bgs levels, but they were not attributing to the pump they are attributing to physiological reasons, which it was described as possible insulin resistance due to the amount of insulin received. Customer had an eye injury that may be contributing to their elevated readings.